Event description:
It was reported that the patient presented for routine generator change with a history of over-sensing noise exhibited by the right atrial lead. Atrial sensing was deactivated via programming. The patient was stable.